Manufacturer narrative:
On 5/17/2021, mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 300cc breast implant had an area of siltex cracking on the posterior view. Additionally, a tear measuring approximately 1.5 cm was found within the siltex cracking. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient had replacement devices: mentor mpp silicone, 250cc, right serial # (B)(6), left serial # (B)(6). On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and granuloma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast reconstruction revision with mentor memorygel breast implant 300cc has experienced bilateral breast implants rupture complicated by granuloma. As a result, the patient underwent implant explantation on (B)(6) 2021. This medwatch is for the right side.